Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05977, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy with bleeding performed on (B)(6) 2009 (patient's age has been reported as over 80 years). According to the complainant, during the procedure, they used two clips and both clips prematurely deployed while trying to open them. The physician left the clips inside the patient and had no concerns with the clips passing naturally via peristalsis. The bleeding slowed on its own so no other clip or device was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).